Event description:
The customer reported that the system's left monitor went dark and the system stopped responding. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The power supply was adjusted. The customer reported that the problem was corrected. The system was tested and found to be working as intended and put back into service.